Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-01262 for a description of the other devices. It was reported to boston scientific corporation that a resolution clip device was used during a hemostasis procedure. According to the complainant, the physician found a bleeding point and wanted to put some clips onto it; the bleeding point was in a very difficult position. The clips were put into the scope, and when they came out the distal end of the scope, the two of the clips were out of the plastic tubing and fell off into the patient's abdomen; three other clips were deployed successfully. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).the device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-01262 for a description of the other devices. It was reported to boston scientific corporation that a resolution clip device was used during a hemostasis procedure. According to the complainant, the physician found a bleeding point and wanted to put some clips onto it; the bleeding point was in a very difficult position. The clips were put into the scope, and when they came out the distal end of the scope, the two of the clips were out of the plastic tubing and fell off into the patient's abdomen; three other clips were deployed successfully. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon investigation it was noted that there was a kink near the handle. The clip assembly was located outside the over sheath. The clip assembly was then actuated, and deployed as per design. As evident by the kink in the control wire, the end-user may have exceeded the design limits of the device during use. This investigation will be assigned the most probable root cause classification of operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4)